Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse noted the bipolar and monopolar were not firing and replaced the integrated electro surgical unit (iesu) generator. The system was tested and verified as ready for use. Isi did receive a da vinci iesu generator involved with this complaint to perform failure analysis. The iesu was placed on an in-house system and was run in normal mode. The reported failure was confirmed and reproduced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer had trouble getting the arms to work and deliver energy. The customer noted there was no energy delivery from the erbe, and error code c-30 occurred. The intuitive tech support engineer (tse) viewed the system logs and confirmed the c-30/m-11/m-18 errors against the erbe. The customer power cycled the erbe, but when firing the energy again the error returned. The customer stated that the energy fired for a few seconds before timing out with the c-30 error. The customer swapped to the valley lab force triad generator. No known impact or patient consequence was reported.